Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, ubd: 27-feb-2018, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, ubd: 27-feb-2018, UDI#: (B)(4). (Country of event): (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an infection and the ins and extensions were explanted. The cause of the infection was unknown, but the physician did not suspect the product. It was noted the ins and extensions would be replaced at a later date. The event was considered resolved.